Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging had debris and discoloration between the packaging and the device.

Manufacturer narrative:
(B)(4). Foreign, france. UDI - (B)(4). Complaint product has not been returned for evaluation; review of the provided pictures identified that there is discoloration and debris in the packaging pouch inside the sterile packaging tray. The complaint has been confirmed by visual evaluation. Device manufacturing quality record indicates that the released product met all requirements to perform as intended. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. The root cause of the reported issue is attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.